Event description:
It was reported by the rep that the femur was prepped with broach which was 1m proud yet the real stem was 5mm proud. A mistmatch between stem/broach is claimed by the surgeon. This caused a 15 minute delay to surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.